Manufacturer narrative:
No button error alarm was noted on the insulin pump; however, the unit had intermittent button response due to moisture damage on the keypad traces. The pump was also received with minor scratches on the display window, cracked case at the display window corners, cracked battery tube threads, and a cracked reservoir tube lip. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error. The patient's blood glucose at the time of incident is unknown, but it was 150 mg/dl during the call. Troubleshooting was initiated for the button error alarm. The customer stated that he was sleeping and may have rolled over onto the insulin pump. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.